Event description:
Medtronic emergency response systems triggered an investigation regarding the possibility that human error could cause confusion where the sync switch could be pressed instead of the shock button. With an occurrence a device might deliver defibrillator energy to a patient asynchronously.